Event description:
It was reported by the nurse that the pt woke up at home with blood all over the chest. When examined at the dialysis unit, it was noted that the tesio had a hole in the catheter tubing where the venous adapter meets the lumen. The catheter was removed as the pt had a graft that was ready to be accessed for hemodialysis treatments.